Manufacturer narrative:
E1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center had front panel keys not working and all light-emitting diode (led) were glowing during inspection for use. There were no reports of patient harm.